Manufacturer narrative:
Concomitant medical products: product ID: 3708660; serial#: (B)(4); implanted: (B)(6) 2014; explanted: (B)(6) 2022; product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) reported that the left side ins had impedance values with the investigate indicator. The rep provided the following impedance values from the tablet: (B)(6). The caller reported that the patient is programmed with the following parameters: a c+ 1 2.4ma 60 150us. The rep indicated that the patient was getting effective therapy. The caller was at a procedure replace the ins. The md plans to check the impedances by testing the lead directly if necessary during the case. If the extension is determined to be the problem they will replace the extension. The issue was not resolved through troubleshooting. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep) reporting the cause was unknown. The surgeon replaced the ins and extension. After the ins replacement, the impedance issue remained. Surgeon unable to get short stylet into lead to check lead impedance. Surgeon replaced extension and investigate impedance remained. The surgeon did not want send the device back for analysis as he believes it¿s the lead that is affected since issue remained after replacing ins and extension.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the impedance issue was unresolved and it was unknown when it was first observed.